Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03035. The patient had 2 scs leads frit was reported the patient (B)(6) was no longer receiving stimulation. Diagnostics showed invalid impedance values. As a result, the scs leads and scs extension were explanted and replaced as it could not be determined which device was causing the issues. Stimulation was restored following the surgical intervention. Om the same lot.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03035.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03035.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation: results: the complaint for invalid impedances/no stimulation was confirmed. As received, both leads model 3159 lead ¿a¿ and lead ¿b¿ were inspected under the microscope revealed a fracture with broken wires approximately 12.5 cm away from stimulation end; that was consistent with an overstress condition the lead was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.